Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per the nurse: when doing PICC lines we have issues with the device communicating and it never lights up green. Have been having to look at the ECG rhythm and decide where to leave the line off. Line started was all good. Green all over looked great and when verified by x-ray had to be pulled back 5 cm.